Event description:
A customer contacted beckman coulter inc. (Bec) in regards to obtaining erratic patient and quality control (qc) estradiol results that were generated on the unicel dxi 800 access immunoassay system, used in conjunction with three different access estradiol reagents (lot #s 020425, 170068, and 170077). This event occurred over the course of several days, between (B)(6) 2011 and (B)(6) 2012. This report documents the results obtained on (B)(6) 2011 and using the estradiol reagent lot # 170068. Upon repeat on the same instrument, a different result was generated outside of the assay's stated precision claim of less than or equal to 12%. The questioned patient result was not reported out of the laboratory. There was no death or injury associated with this event and patient treatment was not impacted.

Manufacturer narrative:
Specific patient sampling details were not supplied by the customer to date. Upon review of the customer supplied data, multiple estradiol qc failures were observed. The customer indicated that erratic level 1 estradiol qc results occurred after switching to a new estradiol reagent lot # 170077. The customer also experienced failed qc results with estradiol reagent lot # 170068. There is no indication that a field service engineer (fse) was dispatched for this event to date. This issue is currently under investigation. A definitive root cause for this event has not been determined to date. Below is the complete list of mdrs (total count: 55) submitted for this event that occurred at this customer site: 2122870-2012-00669, 2122870-2012-00670, 2122870-2012-00671, 2122870-2012-00672, 2122870-2012-00673, 2122870-2012-00674, 2122870-2012-00676, 2122870-2012-00678, 2122870-2012-00679, 2122870-2012-00681, 2122870-2012-00683, 2122870-2012-00685, 2122870-2012-00711, 2122870-2012-00717, 2122870-2012-00721, 2122870-2012-00723, 2122870-2012-00724, 2122870-2012-00725, 2122870-2012-00726, 2122870-2012-00727, 2122870-2012-00728, 2122870-2012-00729, 2122870-2012-00730, 2122870-2012-00703, 2122870-2012-00704, 2122870-2012-00706, 2122870-2012-00707, 2122870-2012-00709, 2122870-2012-00710, 2122870-2012-00713, 2122870-2012-00714, 2122870-2012-00716, 2122870-2012-00718, 2122870-2012-00719, 2122870-2012-00722, 2122870-2012-00731, 2122870-2012-00732, 2122870-2012-00733, 2122870-2012-00734, 2122870-2012-00735, 2122870-2012-00736, 2122870-2012-00737, 2122870-2012-00738, 2122870-2012-00739, 2122870-2012-00740, 2122870-2012-00741, 2122870-2012-00742, 2122870-2012-00743, 2122870-2012-00744, 2122870-2012-00745, 2122870-2012-00748, 2122870-2012-00749, 2122870-2012-00750, 2122870-2012-00751, 2122870-2012-00752.